Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.